Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0223926. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were printed on packaging.

Event description:
It was reported that the 1ml 31gx6mm u-100 insulin syringe experienced no label or missing label information. The following information was provided by the initial reporter: material no. 328519 batch no. 0223926. Pharmacy reported if items expired - no exp date on boxes. Unopened informed of manufacturing dates from lot #. Pharmacist thought it was recent. Date of event 03/25/2021.

Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 1ml 31gx6mm u-100 insulin syringe experienced no label or missing label information. The following information was provided by the initial reporter: material no. 328519, batch no. 0223926. Pharmacy reported if items expired - no exp date on boxes. Unopened informed of manufacturing dates from lot #. Pharmacist thought it was recent date of event: (B)(6) 2021.